Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the caller in understanding how to perform the reset once they have the necessary charging supplies. Customer was advised to continue using the pump and to call back if the malfunction recurs.